Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: sid (B)(6) initial result = 7234.40 iu/l (positive), repeat = <1.2 iu/l (positive)), repeat with hcg colloidal gold rapid test strip = negative. No impact to patient management was reported.

Manufacturer narrative:
A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed using a retained kit of lot 04405ui00. All validity and acceptance criteria were met during the completion of this protocol, demonstrating that this lot is performing acceptably. A review of field data for the overall performance of the architect total b-hcg reagents found the patient medium result for the lot is comparable with all other lots in the field and confirms no systemic issue for the product lot. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect b-hcg for lot 04405ui00 was identified..